Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that when the catheter was advanced from left superior pulmonary vein to left inferior pulmonary vein, the boston scientific starter wire got stuck inside the left inferior pulmonary vein which was then forcefully removed from the body and replaced along with the catheter and the procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that when the catheter was advanced from left superior pulmonary vein to left inferior pulmonary vein, the boston scientific starter wire got stuck inside the left inferior pulmonary vein which was then forcefully removed from the body and replaced along with the catheter and the procedure was completed using different farawave catheter. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: boston scientific concludes the reported observation of guidewire stuck was confirmed. Upon device return and inspection, it was noted that the catheter was returned with a stuck guidewire still inserted. Microscopy revealed that tissue was stuck at the tip of the spline cage, between the guidewire and the guidewire lumen. It is believed that this was likely caused by the advancement or retraction of the guidewire engaging with some tissue. Device history record (DHR) review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: a warning is issued in the device labeling regarding tissue or vessel damage when advancing or retracting components. The IFU provides a warning that if resistance is felt during retraction of the guidewire, do not continue to retract the guidewire until cause of resistance is determined as this may result in cardiac trauma. Risk review: a risk review performed for the farawave device confirmed that the event of stuck guidewire is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Based on all the available information the observed stuck guidewire was likely due to unintended use error, the cause of the guidewire becoming stuck was found to be tissue that was stuck between the guidewire and the tip of the catheter.